Event description:
It was reported that the ventricular lead exhibited noise. Abrasion was noted at the point where the suture sleeve was positioned in the body. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal insulation was abraded at 14.3 - 14.5 cm from connector pin. The abrasion is consistent with that of exposure to friction with another implantable device. This could have caused the reported noise problem.